Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the labeling issue available? Associated events reported via mw# 2210968-2022-05798.

Event description:
It was reported that an animal underwent an animal surgery on (B)(6) 2022 and the suture was used. During surgery, the suture was taken out of the box and found to be incorrect. The correct product was supposed to be a different product, and the box did have proper packaging. The suture in the box was not correct. The procedure was completed with no harm. There were no adverse consequences reported. Additional information was requested.